Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter lh 750 hematology analyzer leaked a small amount of cleaner (clenz). The customer was unable to determine the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a labcoat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed that the source of the leak was the blood sampling valve (bsv). The bsv was loose and leaking between the pads. Fse cleaned and tightened the bsv knob. No further evidence of leaking was observed. The cause of the leak was a loose bsv knob. (B)(4).